Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the console power decreased during use. The daily use of 70w did not cut the tissue. The procedure was completed with the original device without patient complications.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the console power decreased during use. The daily use of 70w did not cut the tissue. The procedure was completed with the original device without patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and there was no alarm related to low power when it restarts. The device was examined; however, there were no issues founded. The console was working as intended. Based on the information provided, a conclusion of no problem detected was assigned to this event.